Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, insulin pump trace download analysis confirmed the pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert, replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to a connector resistance issue. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The following physical damage was noted: scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 332 mg/dl, 234 mg/dl, 311 mg/dl, 298 mg/dl, 281 mg/dl, 322 mg/dl. During troubleshooting, it was identified that the most recent power error occurred within a week of the past troubleshooting instance for a prior power error alarm. The insulin pump was returned for analysis.